Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, and the malfunction code did not recur after the reset. The customer continued to use the pump for insulin therapy.